Event description:
It was reported that the 9600emi system displayed a system frame rate error. It was also noted that there was a collimator hold error and the system will not take x-rays. System required reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.